Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresh olds. Surgery was performed to tighten the set screw. Although adequate thresholds were obtained,, blood was noted in the connector. Subsequently the device was replaced.